Event description:
The biomedical engineering department reported the "unit turns on and alarms without staff intervention". The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up of the infusion device.